Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged adverse event. Concomitant product: 5068 lead (B)(6) 2004.

Event description:
It was reported that the pocket site had been red for a while and the patient had developed an infection. The implantable cardioverter defibrillator (ICD) and leads were explanted and replaced a month later. No further patient complications have been reported as a result of this event.